Event description:
It was reported that during a coronary artery stenting treatment procedure a shaft break occurred. The target lesion was located in the moderately tortuous, moderately calcified, 90% stenosed right coronary artery (rca). The rca was predilated with a maverick balloon and a 2.50 x 12 mm taxus express2 drug eluting stent was advanced toward the lesion but was unable to cross. During attempts to cross the lesion the shaft broke in the proximal guide catheter and was retrieved without difficulty. The procedure was successfully completed with another 2.50 x 12 mm taxus stent. No pt complications were reported. The pt status is reported as 'satisfactory/good'.